Event description:
It was reported by the sales rep in austria that during an unknown surgery on (B)(6) 2022, it was observed that the truespan meniscal repair system peek 24 degree device did not work. During in-house engineering evaluation, it was determined that the needle was broken off from the shaft and the implants were not deployed. It was further determined that the initial part of the trigger was broken and disconnected from the firing spring. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the sleeve was damage. Also, it was removed to see the internal condition; as a result, the needle was broken off from the shaft and the implants were not deployed. Blood stains were identified on the gun. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring, it indicates that the internal mechanism of the handle was not working. A manufacturing record evaluation was performed for the finished device lot number: 8l25397, and no nonconformances were identified. Based on the condition of the device, this complaint can be confirmed. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control, and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking. Also, when not inserting the needle to the proper depth for deployment which have caused that the implant not be deployed as intended which could cause stuck. When attempted to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 99 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety